Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that issues occurred with the spectrum pump alarmed air in line, upstream occlusion and under infused during an unspecified process step. No patient injury or medical intervention was reported. No additional information is available.